Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7111965. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 817502. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient needed the percutaneous leads to be replaced with a paddle lead in the hopes of getting better back coverage. The patient underwent a spinal cord stimulator (scs) replacement procedure. No further information has been obtained.